Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest and expired the next day. This is alleged to have been caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event.